Manufacturer narrative:
(B)(6). Although good faith efforts have been attempted to retrieve the device, the device was not returned by the customer and so could not be evaluated. We are unable to confirm the reported event. If new information becomes available, a supplemental report will be submitted. Complaint # (B)(4).

Event description:
It was reported that there was an intra-aortic balloon insertion performed on a patient, but it was inserted at a different facility. After the patient's arrival there was an intermittent sensor failure. Troubleshooting efforts did not correct the issue. Then switched to using a transducer on the fluid filled lumen, which did correct issue. The patient was not injured nor was therapy interrupted.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. We continue our efforts to follow up with the customer for its return. (B)(4).

Event description:
It was reported that there was an intra-aortic balloon insertion performed on a patient, but it was inserted at a different facility. After the patient's arrival there was an intermittent sensor failure. Troubleshooting efforts did not correct the issue. Then switched to using a transducer on the fluid filled lumen, which did correct issue. The patient was not injured nor was therapy interrupted.